Event description:
It was reported that "a pt underwent a revision surgery of the right hip due to fibrosis. The surgeon originally intended to only remove the modular femoral abg stem. However, the positioning of the abg cup was discussed between the sales rep and the surgeon and it was agreed that the cup was too horizontal. So the surgeon opted for a total change of the implant. The removal of the cup diameter 60 mm was achieved without problem after the removal of both screws. It was noted a fibrosis that was interposed between the acetabulum and the cup which was (eerily) similar to the one he removed around the femoral neck. A milling was carried out at the mill of 60 mm and an implant adm was implanted with a quite good resilience. The abg modular femoral component was removed without any problem. A preventive cerclage with steel wire was carried out at the metaphysis. Abg implant of the same size was implanted with a head biolox delta 4. Further analysis showed bone lysis of the lesser trochanter that can be noticed on the x-rays which brought to this preventive cerclage."

Manufacturer narrative:
This is the same pt/event as MFR# 9616680-2012-00520 and -00522. A supplemental report will be submitted upon completion of the investigation.